Event description:
The pt had a 3-hour ischemic time during surgery. The surgeon thought that the transplant failure was due to an organ preservation issue from the point of the harvest and not related to viaspan.

Event description:
Initial notification: 05/31/2000. A pt died following a heart transplant which did not function following reperfusion. Viaspan was used as the organ preservative. The viaspan had been filtered. According to the transplant surgeon, the death was a result of viaspan.

Event description:
According to the physician, a total of 3 pts from this institution, not 5 as originally reported (this series of 4, plus 1 add'l) experienced adverse events after receiving heart transplants in which the heart was preserved in viaspan. This pt is 1 of the 3.